Manufacturer narrative:
The investigation has been completed. The console was returned for investigation. The logs confirmed the reported failure. There was a battery failure alarm due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 2 pack voltage was measured to be 0 volt rather than the expected 16 volt, and the battery liquid crystal display indicator was blank (fully discharged). The batttest showed battery 2 cell 4 fully depleted. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No clinical details regarding resolution were provided. No patient was involved.